Event description:
It was reported that through social media, the patient stated "heart rate won't go below 120 and defibrillator not kicking". The patient indicated that the device was interrogated by the manufacturer but unsure why the device is not "firing". Follow up to obtain information is not possible. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.